Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.

Event description:
One of the extensions spontaneously bursted-on the position where the extensions dispart, close to the exit site from the subcutaneous tunnel.